Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Customer consumed carbohydrates to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.